Manufacturer narrative:
Na

Event description:
The operating room nurse reported to our sales rep that during the operation with the test of the gamma3 nail, the step drill didn't stop anymore off the collum drill. She further reported that it was no problem to continue the procedure with the collum drill.